Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1, d4: based on the description of a cook 12fr x30cm sheath, the product is believed to be a performer introducer rcfw-12.0-38-30-rb (g08956). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported by another manufacturer, during implantation of the other manufacturer¿s pulmonary artery pressure monitoring device, the delivery catheter and sensor were difficult to remove from an unspecified 12-french, 30-centimeter cook sheath, which had been placed in the right femoral vein. Reportedly, while advancing the other manufacturer¿s delivery catheter and sensor to the left pulmonary artery, wire placement was lost. The physician attempted to remove the entire system (delivery catheter and sensor) through the 12-french sheath; however, the system could not be pulled back into the sheath. The unspecified wire was advanced back to the left pulmonary artery and the physician opted to continue with the implant. The other manufacturer¿s sensor was deployed close to the arch of the left pulmonary artery due to the anatomy, and both tethers were completely removed. As the other manufacturer¿s delivery catheter was backed out, the sensor migrated back to the main pulmonary artery. The physician then attempted to ¿bump¿ the sensor away from the delivery catheter for approximately two minutes, using a 7-french catheter with a balloon. The sensor was then free-floating in the main pulmonary artery; however, it self-migrated to the left pulmonary artery. The delivery catheter was removed, and the implanted sensor was calibrated without issue. The physician reportedly noted unspecified damage to the 12-french sheath. All materials were discarded at the end of the procedure. Per the reporter, no additional medications were required and there were no significant delays during the procedure. The patient, who was reportedly stable, received standard post-procedural care and was discharged the same day. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported by another manufacturer, during implantation of the other manufacturer¿s pulmonary artery pressure monitoring device, the delivery catheter and sensor were difficult to remove from an unspecified 12-french, 30-centimeter cook sheath, which had been placed in the right femoral vein. Reportedly, while advancing the other manufacturer¿s delivery catheter and sensor to the left pulmonary artery, wire placement was lost. The physician attempted to remove the entire system (delivery catheter and sensor) through the 12-french sheath; however, the system could not be pulled back into the sheath. The unspecified wire was advanced back to the left pulmonary artery, and the physician opted to continue with the implant. The other manufacturer¿s sensor was deployed close to the arch of the left pulmonary artery due to the anatomy, and both tethers were completely removed. As the other manufacturer¿s delivery catheter was backed out, the sensor migrated back to the main pulmonary artery. The physician then attempted to ¿bump¿ the sensor away from the delivery catheter for approximately two minutes, using a 7-french catheter with a balloon. The sensor was then free-floating in the main pulmonary artery; however, it self-migrated to the left pulmonary artery. The delivery catheter was removed, and the implanted sensor was calibrated without issue. The physician reportedly noted unspecified damage to the 12-french sheath. All materials were discarded at the end of the procedure. Per the reporter, no additional medications were required and there were no significant delays during the procedure. The patient, who was reportedly stable, received standard post-procedural care and was discharged the same day. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number was not provided to cook, and a search of sales was unable to determine the lot; therefore, the device history record and complaint history could not be reviewed. The product IFU states ¿all instruments or catheters used with this product should move freely though the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues likely contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.